Event description:
It was reported that the patient that is enrolled in a clinical study experienced inadequate stimulation on their right side and muscle spasm due to migration to the anterior, which was confirmed with imaging, of the spinal cord stimulator (scs) system leads. Programming was attempted but did not resolve the issue the inadequate stimulation. The patient underwent a revision procedure in which the leads were explanted and replaced with a new device, and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7079244. Sc-2352-70; (B)(6): the lead was returned and visual inspection revealed that the lead was cleanly cut into two pieces approximately 64 cm from the distal end of the lead and the proximal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test couldn't be performed due to the damaged lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Sc-2352-70; (B)(6): the lead was returned and visual inspection revealed that the lead was cleanly cut into two pieces approximately 52 cm from the distal end of the lead and the proximal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test couldn't be performed due to the damaged lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. Also, system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to known inherent risk of the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7079244.

Event description:
It was reported that the patient that is enrolled in the a7007 relief 2 clinical study experienced inadequate stimulation on their right side and muscle spasm due to migration to the anterior, which was confirmed with imaging, of the spinal cord stimulator (scs) system leads. Programming was attempted but did not resolve the issue the inadequate stimulation. The patient underwent a revision procedure in which the leads were explanted and replaced with a new device and is doing well post operatively.